Manufacturer narrative:
Evaluation summary: during device investigation it was identified that the returned device was used approximately 55 days past the expiration date. No clinical sequelae reported. The device was received inserted in a 7f introducer sheath. The balloon was broken radially. The distal part of the balloon was provided with the snare used to catch it. The snare was found inserted in another introducer sheath. A visual and tactile inspection was performed on the device: the detached balloon was found bloodstained and accordioned while the marker support tube was detached and stretched. The marker band, due to the tube stretching, were not in place and only one of them was found (inside the detached balloon). The balloon (the proximal part and the distal detached part) was measured: 1 cm remained attached to the shaft, while the detached part measures 7 cm and their sum corresponds to the original length of the balloon (8cm). The tip was strongly deformed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral drug eluting balloon to treat a lesion in the distal popliteal artery. The lesion was reported to be calcified with 75% stenosis. The lesion was predilated. The device was inspected and prepped prior to use with no issues noted. The device passed through a previously deployed stent. No resistance noted during delivery to the lesion. The balloon was inflated 3 times distal to proximal, on the third inflation to 8 bars the balloon burst and difficulty was encountered during removal. It appeared that the balloon got stuck on a stent strut in the mid sfa (overlapping) zilver stents. The balloon was snared and a great run off post procedure was confirmed. Stenting was also carried out in the mid sfa. No further clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.